Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 3.74 mg/dl. The result was questioned because it did not align with another result that was obtained on another instrument (result was not provided). The sample was repeated, and the repeated result was 9.14 mg/dl. The sample was repeated using a microcup, and the results were 12.2. Mg/dl and 12.2 mg/dl.